Event description:
It was reported that after the catheter was inserted over the spring wire guide (swg) via the right internal jugular vein, the user tried to remove the swg from the patient. It was at that time the user felt the swg was stuck in the catheter. The user was able to remove the swg from the catheter, but found the outer coil of the swg had unraveled. The swg was removed in its entirety and the catheter continued to be indwelled and used without any problems. There were no reported patient complications and no delay in treatment.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.